Event description:
Reportedly, the longevity is not displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The files analysis revealed that the device worked as per spec. The user did not wait at least 5 minutes after the statistic reset and this period is needed to display the residual longevity.